Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead 2006 (b)64). Concomitant product: 4076 implantable pacing lead 2006 (B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible failure. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.